Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause for the complete heart block could not be determined, however, it may be related to patient factors and/or procedural factors (pressure from the implanted valve on cardiac structures). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported from our affiliates in (B)(6), post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve in the aortic position, a complete atrioventricular (av) block developed and a permanent pacemaker was implanted on post operative day (pod)1.  The patient was in stable condition post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Additional info received reported that on pod 1, computed tomography (CT) confirmed thrombus occlusion of right external iliac artery. Emergency thrombectomy was performed. On pod 3, paroxysmal atrial fibrillation (afib) was detected. On pod 4, decreased level of consciousness was observed. Magnetic resonance imaging (MRI) and CT for brain revealed cerebral infarction and emergency endovascular treatment was performed. However, the patient went into cardiopulmonary arrest and expired. Per report, the physician suspect that thrombus formed due to the afib which caused the external iliac artery thromboembolism. Per medical opinion, the cerebral infarction was not related to edwards device. Per the instructions for use (IFU), arrhythmias are a potential adverse event associated with aortic valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current tavr patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death.  It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices.  According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients.  After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes.   In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Per report, the physician suspect that a thrombus formed due to the afib which caused the external iliac artery thromboembolism. Per medical opinion the cerebral infarction was not related to edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.